Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump passed the displacement test, operating currents, self test and off no power test. The pump passed the basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown mg/dl. The customer states they have been off the pump for a couple of days and have had blood glucose levels between 500mg/dl and 600mg/dl. Troubleshoot was not conducted for high blood glucose due to customer acknowledging the highs were attributed to being off the pump. The customer was assisted with troubleshoot. The drive support cap was noted to be flushed. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.